Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, patient complained about one infusion set fell off. Infusion set was in use for 2 days. Patient blood glucose at the time of issue was 180 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.